Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) due to premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.